Event description:
Additional information was reported by patient (pt). Pt reported the cause of the therapy being off and the cause of the shock was not known. Pt reports they will check their device every time they use it so the issue of therapy being off wont happen again. Pt reports the issue of shocking resolved on its own the day of the call. Pt reports both the shocking and therapy turning off have resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the last 3-4 weeks, the patient charged their implantable neurostimulator (ins), and when they connected to the recharger app it says 100% with an excellent connection, which patient said that sometimes they go 3 days without charging it, and would have to charge it when it's at 80%, but now, it seems that it's always at 100%, and it says that the therapy is off, and they were getting their hand tremors back, and doesn't seem to be working right. Agent reviewed that the battery might have gotten too low which turned the therapy off. Agent walked the patient through connecting to the ins. The patient repeatedly encountered "no device response" message. Agent had them close the therapy app and retry again, check the bluetooth setting, and unlink the device, which did not resolve the issue. Agent then had them reset the communicator and that resolves the error message, and they were able to turn the therapy back on. Patient was able to turn the therapy back on, but said that they got shocked big time upon turning it on, and said that they are still feeling like they are being zapped. Agent reviewed that the sensations must be because we have just turned the therapy back on, and asked them to continuously monitor the issue. Redirected to hcp to further address it.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.